Event description:
After the coiling, noticed a dissection in the carotid artery and ended up stenting the carotid.

Manufacturer narrative:
Device was not returned from eval. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.